Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, blood was found in the coaxial umbilical and the coaxial connector. Error codes were encountered, which prevented the completion of the procedure. The case was aborted. Technical services confirmed the presence of blood. Service was required for the console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: photos and data files were returned and analyzed. The two received image files document contamination issues: the first image shows a coaxial male connector with visible blood traces, while the second depicts the coaxial female port of the console, similarly affected. The images do not contain information regarding the console identification, the peripheral used, or the date of the procedure. Patient files received and recorded on the reported date of the event. Patient file #1 showed 2 applications were performed using a non-returned balloon catheter. Patient file #2 showed 4 applications were performed using the same non-returned balloon catheter. Patient file #1 showed system notice 50012 "the refrigerant delivery path is obstructed" during transition phase of applications 1 and 2. In conclusion, the reported visible blood was confirmed through analysis of the photos. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During later review of the data files, it was noted that a system notice was received indicating that the refrigerant delivery path was obstructed and a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, a system notice was received 19 times indicating that the safety system detected fluid in the catheter and stopped the injection.